Manufacturer narrative:
Background: the following incident was reported to consensus orthopedics, inc. (Coi) by (B)(6) on 6/18/2018. The patient (male, (B)(6) yrs) underwent primary hip arthroplasty with a pre-assembled consensus hip system (chs) bipolar head and a taperset femoral stem on (B)(6) 2018. Dr. (B)(6) of (B)(6) hospital performed the primary surgery. The patient's medical history included lumbar hernia and cerebral infarction. While the patient was still in the hospital, the surgeon observed an abnormal sound when changing the patient's posture on the bed. The surgeon confirmed that the bipolar head assembly dissociated from the femoral stem via radiograph evaluation on (B)(6) 2018. (B)(6) received no information on the cause for dissociation, other than their assumption that the femoral head was not properly fitted on the stem at time of surgery. The radiograph depicted the femoral head fully dissociated from the stem, but fully assembled inside the bipolar head. The patient underwent revision hip surgery by dr. (B)(6) at (B)(6) hospital on (B)(6) 2018 to remove and replace the dissociated bipolar assembly with a new chs bipolar assembly. The taperset stem was not removed. Radiographs and photographs of the explants were retrieved from (B)(6) for evaluation. Explants were not retrieved. DHR review: the device history records (dhrs) for the bipolar components and taperset stem were evaluated. All components were cleaned, packaged, and eo sterilized per validated processes. The pre-assembled bipolar head and taperset stem were inspected without any rejections. All bipolar assembly sub-components, including the 22mm femoral head, bipolar insert, bipolar head, locking ring, and filler ring contained more than (B)(4) samples in their respective lots, so it is unknown whether the bipolar sub-components used in the primary hip surgery were inspected. Nevertheless, all bipolar sub-components inspected were accepted without any rejections. Radiograph evaluation: radiographs taken at the time of primary surgery and one day before revision were evaluated. The bipolar head assembly and femoral stem appeared adequately seated and aligned shortly after surgery. There were no signs of surgeon error at time of primary surgery. However, at time of revision (one day before revision), the bipolar assembly was shown completely dissociated from the stem trunnion, although the stem was shown adequately seated in bone. Photograph evaluation: photographs of the explanted bipolar assembly and femoral head were evaluated. Very little if any damage was evident on any of the components. The insert was shown fully seated inside the bipolar head and the femoral head shown fully seated inside the bipolar insert. There was no noticeable damage to the female taper of the head. With the femoral head removed from the bipolar insert, there was no noticeable damage to the polished articular surface of the femoral head. Explant evaluation: explants were not received for evaluation. Discussion the incident was evaluated for possible cause of failure. At time of revision, the surgeon found a pre-assembled bipolar head dissociated from the femoral stem, which was otherwise adequately seated in bone. To correct the issue, the surgeon replaced the bipolar head assembly with a new chs bipolar head assembly, leaving the stem in place. The DHR review revealed no abnormalities pertaining to qc inspection or processing of the implant components used in primary surgery. Radiographs confirmed a dissociated bipolar head assembly and an intact femoral stem at time of revision. However, the radiographs did not indicate any signs of deformation or fracture of implant components or patient trauma. There were no apparent indications of manufacturing deficiencies, pre-shipping assembly error, or patient trauma that would have caused the dissociation to occur; however, (B)(6) speculated the possibility of surgeon error as a cause for dissociation. In summary, the actual cause of the bipolar head dissociation from the stem remains inconclusive.

Event description:
Primary surgery; (B)(6) 2018. Doctor had carried out primary surgery using the above-mentioned components. Immediately after the initial surgery, it seems that the stem and the femoral head were not fitted enough. Patient medical history: lumbar hernia, cerebral infarction, unknown date. The doctor admitted an abnormal sound when changing the patient's posture on the bed. (B)(6) 2018 the doctor found the stem was detached from the femoral head by x-ray photography. Revision surgery; (B)(6) 2018: the doctor removed the bipolar assembly from the patient, and re-implanted the another size [47mm x 22mm (+3)] into the patient. (The stem is not removed from the patient.) The removed item were sterilized by sterrad at the hospital and returned to us. Attached x-ray photo: p1; after primary surgery ((B)(6) 2018), p2; the stem is out of the femoral head ((B)(6) 2018) and p3; bipolar assembly returned after sterilization. The doctor requested us to confirm that there was no problem with the removed item. Therefore, we would like you to review manufacturing and qa information and investigate returned complaint implants. After investigation, please return the complaint implant to us.